Event description:
It was reported that the device had failing fluid side occlusion. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was the device failing fluid side occlusion test on the lvp where biomed power up the 8015 into maintenance mode first then connect it to asm. The pump module tested fine with no error and passed fluid side occlusion. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.